Event description:
It was reported that during the implant, while placing the right ventricular (rv) lead in the lower septum, the helix kept popping out when extending the lead five times. It was also reported that the lead was then tested on the trolley and the helix was again popping out and would not extend. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation analysis: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.